Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called and reported that the insulin pump continued to drip during priming after the motor stopped. Customer's blood glucose was 240 mg/dl. The customer was not wearing the insulin pump during priming. At the time of this report, customer's blood glucose was 108 mg/dl. Customer stated there is a gap between the piston and the reservoir stopper. The reservoir volume was 108 units and units remaining showed on status screen was 108.6 units. There had not been a compromised force sensor system alarm. The customer was advised she would be sent extra infusion sets and to change the set. The insulin pump will not be returning for analysis at this time.